Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized due to a blood glucose (bg) level of 34 mg/dl resulting in loss of consciousness. Bg cause was not known. No information was provided regarding hospitalization. Recommendation was made to consult with a healthcare provider to discuss diabetes management. Multiple follow-up attempts were made to complete troubleshooting; however, no response was received.